Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred at pump start. Pump was not expose to extreme temperatures at the time of these alarms. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.